Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Customer advised to consult with health care provider for alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.